Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Production records could not be confirmed therefore manufacturing date could not be identified. The device history record was unable to be reviewed for this device since the production records could not be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a probable cause could not be identified as no issue was found with the image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and customer allegation was not confirmed. During the investigation, there were no issues with the image. The camera head met all limits in the inspection procedure. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image from the camera head flickers and goes black. There were no reports of patient harm associated with the event.